Manufacturer narrative:
As of today, no additional information is available and this investigation is complete. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of end of life. As of today, the device remains in service. There were no adverse patient effects reported.